Event description:
I used fixodent for approximately 7 years. From early 2002 until now 2009. While I was using fixodent, I began experiencing numbness a tingling in my extremities. Blood test has been taken for cooper and zinc. Dose: denture cream. Frequency: daily (two times). Route: oral. Dates of use: 2002 - now 2009. Event abated after use stopped: no.